Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported that metal shavings came out of the wire collet while driving the pin during a procedure. The surgical site was immediately irrigated with sterile saline to remove the shavings. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.